Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter email), g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 corrected fields: e3 this device has been updated from system98 to cs100 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and found the issue with slave cable only. Machine working fine.replaced the slave cable provided by customer. Checked functionally found ok. Handed over the machine in good working condition.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) slave cable is not working. No patient was involved.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the system98 intra-aortic balloon pump (iabp) slave cable is not working. No patient was involved.